Manufacturer narrative:
The investigation determined that higher and lower than expected vitros phyt results were obtained for a vitros quality control fluid processed using vitros chemistry products phyt slides lot 2615-0164-3314, on a vitros 5600 integrated system s/n(B)(4). The most likely assignable cause of the higher and lower than expected vitros phyt quality control results is an instrument performance issue, as results of pre-service within-run precision tests were outside performance guidelines, indicating that the vitros 5600 integrated system was not performing as intended. In addition, historical vitros phyt quality control results indicated a within laboratory precision issue. Following service actions which included the replacement of the immuno wash fluid microtip sleeve lock which holds the iwf micro-tip securely and performing all associated adjustments, acceptable within run precision test results were obtained, indicating service actions had returned the vitros 5600 system to expected performance. There is no evidence that vitros phyt slide lot 2615-0164-3314 was not performing as expected.

Event description:
A customer obtained higher and lower than expected vitros phyt results for one level of a vitros quality control (qc) fluid, when compared to the midpoint of the range of means for the control. The results were generated using vitros chemistry products phyt slides processed on a vitros 5600 integrated system. Vitros tdm pviii (lot t5896) vitros phyt results 39.53, 18.13, 14.47, >40, >40, >40, >40, 38.88, 34.43, 37.11, 37.02, 35.35, >40, 36.21, 37.07, 35.93, >40, 38.44, 38.70, 38.24, 37.96, 38.68, >40, >40, 37.89, 39.27, >40, 39.57, 38.74, 39.95, 38.26, >40 and >40 ug/ml versus the midpoint of the range of means (28.1 ug/ml). Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Ortho was not made aware of any allegation of patient harm due to the event. However the investigation cannot rule out that patient results were not or would not be affected if the event were to recur undetected.